Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. However, traces of corrosion were found at the lcd board per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen due moisture exposure from kayaking. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.